Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support confirmed the alarm and decided to replace the pump, as it was still under warranty. The customer was advised to put the pump into storage mode and return it using a provided return box and pre-paid label. They were also informed that they would receive a pump with updated software and needed to program their settings and connect their cgm to the replacement pump. The customer acknowledged all instructions, and a replacement pump was sent.